Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.3, re-test: 1.8, re-test: 2.3.

Manufacturer narrative:
Investigation pending.